Manufacturer narrative:
The device ro14039 has been inspected for investigation purposes. The tests performed confirmed that the plates needed to be glued. The defective parts were replaced for repair purposes.

Event description:
This case was a biopsy followed by a visualase tumor ablation. Initially, the patient was set too close to the robot and too low, so a second registration was required and performed. During the first registration, a plate came off of the side of the robot due to pressure from the force sensor and optical cables. It was reported the ablation went well.